Manufacturer narrative:
Leaked. Evaluation summary: the analysis results of the b12lt found that the instrument was returned in good visual condition, the instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that there was a pneumoperitoneum leak during the hal sigmoidectomy. It was not reported how the procedure was competed. There were no adverse consequences for the patient.